Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced then met resistance with the mildly tortuous, heavily calcified, 90% stenosed lesion resulting in the reported failure to advance. Additionally, inadvertent mishandling and/or manipulation of the device resulted in the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, heavily calcified, 90% stenosed proximal circumflex (cx) coronary artery. A 3.00 x 23 mm xience xpedition stent delivery system (sds) was advanced to the lesion, met resistance with the heavily calcified lesion and would not cross. Several unsuccessful attempts were made to cross the lesion which resulted in the shaft of the sds separating proximally near the hub. The sds was removed from the anatomy. A 2.50 x 23 mm xience xpedition sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.